Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: there is no documentation that shows a causal relationship between the peritonitis event, the subsequent hospitalization and the liberty cycler or cassette. Additionally, there is no allegation against any fresenius products and the adverse events.

Event description:
A peritoneal dialysis patient's contact requested a replacement cycler. The patient has been utilizing hemodialysis treatment due to being diagnosed with peritonitis. The patient will be starting on peritoneal dialysis again, which is the reason a new cycler is being requested. The patient's nurse reported that the patient was treated with antibiotics. The source of the infection remains unknown. A culture was performed which showed growth, however, the nurse was not certain of which organism or the white blood cell count. The culture report and discharge summary are both unavailable

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact requested a replacement cycler. The patient has been utilizing hemodialysis treatment due to being diagnosed with peritonitis. The patient will be starting on peritoneal dialysis again, which is the reason a new cycler is being requested. The patient's nurse reported that the patient was treated with antibiotics. The source of the infection remains unknown. A culture was performed which showed growth, however, the nurse was not certain of which organism or the white blood cell count. The culture report and discharge summary are both unavailable.